Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported: would not fire. During an unknown surgery, could not fire. Suture was used to oversew. There were no patient consequences reported. No additional information could be provided.